Manufacturer narrative:
The device in the event will not be returned for evaluation as it remains implanted in the patient . If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated device and a vela suprarenal aortic extension. Upon follow-up, computed tomography revealed an endoleak with growing aneurysm. The physician elected to treat the patient by relining the previous graft with a bifurcated. However, the leak persisted and the physician added two extension into each common iliac and the endoleak stopped. Patient is doing well.

Manufacturer narrative:
Based on the clinical evaluation a type 3b endoleak as well as a type 1b endoleak is confirmed. Event is not a design or manufacturing related issue. The root cause is inconclusive, there is not enough information to determine the root cause of the reported event. Potential contributing factors include; off label use, tobacco use, antiplatelet therapy, patent ima, and non-compliance with recommended follow-ups.